Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The target lesion was located in the unknown artery. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 6 atm, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 38mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Patient's age at the time of event : patient over 18 years. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The target lesion was located in the unknown artery. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 6 atm, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.